Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for (B)(4). It was reported that during an unspecified surgical procedure, it was observed that the robotic assisted saw interface device was loose; and that it would wobble when clamped. There were reports of delays in the procedure. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary ==> the actual device was returned for evaluation. Visual analysis of the device revealed no significant damage or visual defects that could have contributed to the reported event. The device showed moderate wear, which was consistent with multiple uses in a clinical setting. Functional testing found that although the right-sasi saw clamp lever was able to articulate, there was significant resistance in the lever even without the saw wing fixture engaged. While attempting to assemble with the saw wing fixture became increasingly stiff and was difficult to close with the saw wing fixture engaged. Once assembled no undesired movement or play between the saw and sasi or within the sasi itself was noted. The assembly was secure and rigid. However during disassembly the sasi lever was equally difficult to open. Gulling was suspected to have occurred internally between the lever pins and the lever component causing the internal metal components to begin to seize. As a result, the sasi was difficult to assemble and disassemble with the matting component. The overall complaint was not confirmed as the observed condition of the device would not have contributed to the complained issue. The potential cause of the functionally stiff condition of the saw clamp component is traced to improper device maintenance and no corrective and/or preventative action is required.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d4: the expiration date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
This is report 1 of 2 for (B)(4). It was reported that during an unspecified surgical procedure, it was observed that the robotic assisted saw interface device was loose; and that it would wobble when clamped. There were reports of delays in the procedure. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed.